Manufacturer narrative:
The reported event the leaflets being stuck could not be confirmed. No anomalies were found with the valve cusps and functional testing upon return to abbott indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. Please note, per the instructions for use, artmt600080902 revision b, "proper valve size selection is crucial. Do not oversize the valve. If the native annulus measurement falls between two sjm regent¿ mechanical heart valve sizes, use the smaller size sjm regent¿ mechanical heart valve."

Manufacturer narrative:
An event of the leaflets being stuck, "most likely due to being mis-sized" was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. If returned, investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020 it was reported by the or supervisor that during an avr procedure, a 21agfn-756, sjm regent heart valve w/flex cuff was chosen for procedure. It was then discovered that the mechanical leaflts were" stuck" likely due to being mis-sized. This prompting an intraoperative exchange for a smaller valve. A 19agfn-756 sjm regent heart valve w/flex cuff was chosen and placed. No patient consequences were reported.